Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, patient was unable to locate sensor wire. Patient stated there is a lump where the sensor pod was adhered. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.